Event description:
It was reported from the us that during an orthopedic surgery that while impacting the talar component, the impactor plastic broke in half. None of the pieces fell into the surgical site. This resulted in just a few seconds of prolongation as we had to set up the standard taller impact to use. There was no injury /clinical consequence/adverse event to the patient. The patient had no issues and followed the surgeon¿s guidelines for total ankle patients. Multiple email requests were sent to the contacts for additional information. No additional information was provided by the contacts related to this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in (B)(6) 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Device available for evaluation. Visual evaluation condition/findings: the fractured surfaces of the returned impactor tip appear consistent with a brittle fracture of the plastic. All other aspects of the device appear unremarkable and consistent with years of use. Design-related issues: the design of the special talus impactor sk-025623, of which this is a subcomponent, has been in the field since 2018. Refer to tm-2018-1014 and tm-2019-0600 for details. Exactech is not aware of any similar complaint reports involving broken impactor tips since the device was released. Based on the most-likely underlying cause, the issue does not appear to be design related. Mfg-related issues: exactech is not aware of any other complaints involving parts from this manufacturing lot of 3 initial special talus impactor or 3 special impactor tips, which have been in the field since 2018 and 2019 respectively. Therefore, this issue does not appear to be manufacturing related. A review of tm-2019-0600 was conducted to ensure the risk was included. The risk that the ¿radel component does not remain functional after use¿ is included for this device. Corrective actions are not required because the risk is included in the technical memo. Most likely cause: the broken special impactor tip reported is most likely the result of a stress riser introduced during impaction which led to crack initiation, propagation, and ultimate fracture of the device. IFU 700-096-181: instrument inspection: visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. None of the pieces from the broken device fell into the surgical site. There were a few seconds of surgical prolongation as the set the standard taller impact to use. There was no injury /clinical consequence/adverse event to the patient. An investigation was conducted; the broken special impactor tip reported is most likely the result of a stress riser introduced during impaction which led to crack initiation, propagation, and ultimate fracture of the device.